Event description:
The surgeon reported complex refractive surprise and repositioning calculation after implantation of a aa4203tl silicone single lens. Staar's medical consultant advised the customer to "exchange the current iol for a +2.0 diopter, add aligned to the steep axis of the cornea and expect less than -0.5 residual refractive astigmatism". No further information provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: unknown. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Expiration date - unknown. Evaluation conclusion: based on the information provided, we are unable to determine a specific root cause of the event. The lens remains implanted. (B)(4). Lens remains implanted.

Manufacturer narrative:
Per medical review - some of the more common reasons that refractive surprises occur after surgery include inaccurate biometry measurements (especially in previously operated eyes), positioning of lens, or rotation of the lens. This patient previously had lasik/prk od, and the cause of unexpected refraction cannot be conclusively determined due to the previous surgery. Based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).